Event description:
There was an allegation of questionable false-positive elecsys hiv duo results for four samples from the cobas pure e 402 analytical unit. Data was provided for two samples. On (B)(6) 2026, patient 1: the initial elecsys hiv duo result was 1.07 coi (reactive). The repeat result after centrifugation was 0.209 coi (non-reactive). On (B)(6) 2026, patient 2: the initial elecsys hiv duo result was 1.28 coi (reactive). The repeat result after centrifugation was 0.356 coi (non-reactive). The pcr results confirmed the negative results. No specific data was provided.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.